Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. No frozen screen noted. (B)(4).

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump¿s enter button, up, down, left and right arrow buttons were not responding properly when pressing them and need to pressed them multiple times to response. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer stated that there were no response from any button. Customer stated that the time was not visible. Customer did not called back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. Customer stated that the screen did not completely blank and suspend on low alarm occurred during the time that the buttons were not responding. Customer was unable to successfully clear the alarm because insulin pump¿s buttons did not begin to work in less than 5 minutes without battery change. Customer stated that all buttons were responding after the battery change. Customer stated that the time did advance but they did not feel safe using the insulin pump in the current condition. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.